Event description:
The facility's nurse manager reported an incident of persantine overinfusion. A buretrol solution set and a flogard pump were being used for a persantine infusion during thallium stress tests and stress echo. The infusion of approx 40ml of normal saline with approx 11ml of persantine, total volume of 51ml, was being delivered over four minutes. According to the nurse manager, the medication delivered in less then four minutes and saline was added to the buretrol to bring the ball back up. The pt complained of a severe headache, nausea, and also became hypertensive. The pt was laid down and the reaction was "reversed" with aminophylline. The pt fully recovered. No additional information available. This event was also submitted via medwatch # 6000001-2005-01008.